Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing clamp was loose and the and tubing separated from the adapter/luer connector. The following information was provided by the initial reporter: "IV cannula broke apart on tubing unexpectedly, clamp slipped off as well."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review could not be performed because a model or lot number was not provided by the customer.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing clamp was loose and the and tubing separated from the adapter/luer connector. The following information was provided by the initial reporter: "IV cannula broke apart on tubing unexpectedly, clamp slipped off as well."